Manufacturer narrative:
(B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 5, 2019 that a spaceoar was implanted by a urologist during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the ultrasound unit used was a hitachi eub-525 with biplane probe and surepoint stepper. According to the complainant, during a computed tomography (CT) scan the spaceoar gel was noted to be in the wrong place. Reportedly, the needle was not visible during the procedure due to the air artifact on the ultrasound screen. There were no patient complications reported as a result of this event.